Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that defective tubing was found during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "cannula inserted and when flushed with saline noticed a hole in tube."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample for evaluation. Bd received one used nexiva 24 ga unit and an opened empty package from material number 383531, lot number 9157943. The needle set was not returned for evaluation. Through the visual/microscopic evaluation of the unit, the extension tubing revealed a cut/slit approximately one inch from the nose of the y-adapter. A water-air leak test as performed where leakage was observed. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a damaged pallet. The tubing was pinched between the gripper fingers and the pallet. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that defective tubing was found during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "cannula inserted and when flushed with saline noticed a hole in tube."